Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer's blood glucose (bg) was recorded as high; cause was not known. Customer administered a correction bolus via the pump to address bg. A pump system check was performed, and it was found that the customer was reusing the cartridge. Customer changed pump supplies and resumed pump therapy. Reportedly, customer was using off labeling insulin and customer was to discuss the type of insulin used with their diabetes clinic. Technical support educated the customer on the cartridge labeling.